Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 was used to capture the surgical intervention.

Event description:
Corrected information indicates that this lead was not explanted but capped.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range impedance measurements and loss of capture (loc). A lead fracture was visually confirmed. This resulted in syncope and a fall to the patient. Surgical intervention was performed and the lead was explanted.